Manufacturer narrative:
(B)(6). (B)(4). A genesys hta capital was received for evaluation. The device was in good condition with no visible damage observed. During the investigation the console was retested three times and cassette error was not observed. The condition of the returned device was not confirmed. Cassette error message was not observed during the test. Therefore, based on a lack of damage on the returned device and the successful functional test, the most probable cause for this complaint is no problem detected. A DHR review could shows that all acceptance records demonstrate that the device was manufactured in accordance with device master record.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a genesys hta control unit was used in a hydrothermal ablation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, a faulty cassette error message appeared on the console. Another procedure set was used and the same issue occurred. The procedure was cancelled due to this event. There were no serious injury nor adverse patient effects reported as a result of this event.